Event description:
It was reported that the patients pump was alarming and the patient experienced a return of symptoms. It was indicated that the patient was no longer being seen at her physician's office and as a result she missed her refill that was scheduled on (B)(6) 2012. The patient also experienced vomiting, diarrhea and per patient "out of my head". During this time frame, the patient was taken by ambulance to the hospital multiple times but her pump was still not filled. It was noted that the patient hears her pump alarming every hour and it continues to alarm. The outcome of the patient was not provided. The drugs delivered via pump were morphine and baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was so sick and didn¿t know what was happening to her.